Event description:
The customer stated that his blood glucose was tested using his contour meter and his doctor's meter. The contour read 487 mg/dl, while the doctor's meter read 178 mg/dl. He also compared readings using his contour and an accu-chek meter. The contour read 408 mg/dl, while the accu-chek rad 144 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, but the contour meter is to be returned for evaluation. Replacement products were sent to the customer.